Event description:
It was reported that the customer had problems with changing the reservoir as well the insulin pump was stuck in prime loop and alarmed. The caller stated that the device was not dropped, but the drive support cap was sticking out. The drive support cap had not been pressed while connected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.